Manufacturer narrative:
A patient controller displayed an error message " MRI not advised" while attempting to set ipg to MRI mode was reported to abbott. The patient's lead was replaced due to high/invalid contacts. The ipg was replaced due to ipg reaching end of life. Patients therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000082226.

Event description:
It was reported that the patient was unable to enter MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has impedances.